Event description:
On (B)(6) 2012, (B)(6) (distributor) reported the following event to penumbra: on (B)(6) 2012, the physician performed an emergency stroke procedure on a patient with a basilar artery infarction using the penumbra system. After the procedure, the physician confirmed a thin subarachnoid hemorrhage (sah) on a CT scan. The physician used the merci retriever device before and after using the penumbra system and stated that the onset of the sah was caused by the stress to the inner lining of the blood vessel during use of the merci retriever. The bleed was asymptomatic and the bleeding disappeared in a few days. A report from (B)(6) received on (B)(6) 2012 and confirmed on september 21, 2012, revealed that in another statement the physician claimed that he is unsure which device caused the bleed. Therefore, he cannot exclude the possibility of the penumbra system being involved. The event is now being reported according to the information in the physician's additional statement.

Manufacturer narrative:
Conclusion code: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Eval summary: device not available for return.